Event description:
It was reported that the needle detached from the barrel and struck the patient with an exposed needle after approximately the third or fourth tube exchange. The event occurred right after it was used with the patient/immediately on use in outpatient draw location. The needle shot out from the barrel and hit the patient's arm. It caused a small puncture wound, and minor bleeding. Other relevant equipment in use during the incident included jelco needles with item number 80221 lot number 23a10. There was no medical intervention required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.